Event description:
It was reported by service report that the bed would not power up. The power supply was inoperable the 5 volt o/p from power supply was missing. No pt involvement or adverse consequences are reported.